Event description:
It was reported by the affiliate that the tips of the marker (blue colour plastic) detached and remain in the patient breast. The user wants to know the material made of the plastic tip.

Manufacturer narrative:
The mammomark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. However, this failure mode is identified in the risk management file and will occur at the end of the procedure and involves the marker tip physically breaking. The failure mode involves the tip of a side deploy marker shearing on the cutter of a disposable probe and separating from the body of the marker. Should this failure mode occur, there is a chance the broken marker tip may be left in the patient's breast. It was reported by the affiliate that the tips of the marker (blue colour plastic) detached and remain in the patient breast. The user wanted to know the material made of the plastic tip. The user was educated about the material by mammotome. To date there has been no information of permanent impairment of a body function or permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent impairment or damage.